Event description:
The customer reported this right atrial lead was explanted due to high threshold measurements. No adverse patient effects were reported. The lead was actively implanted for approximately 8 years, 9 months.

Manufacturer narrative:
The lead was explanted with no adverse patient effects reported, but the lead has not been returned for analysis, as a result, the reported clinical observation cannot be confirmed. The manufacturer attempted to obtain the lead by sending emails to the customer (on 08/19/09 and 08/26/09) but was not successful. The event will be re-evaluated if additional information becomes available. Threshold elevation is recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.